Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon reports the surgery went as planned with the exception of a primary suture and miochol on the eye, it was additionally noted the patient may have some vitreous in the anterior chamber. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - vitreous in anterior chamber. Claim # (B)(4).